Event description:
It was reported that the insulin pump alarmed no delivery. The customer's grandmother did not know the blood glucose reading. The customer declined to return the infusion set and the reservoir for analysis. The caller advised that the alarm was resolved by a complete infusion set change. She stated that the customer was not currently wearing the insuli pump and was waiting to start on his newest insulin pump. The customer was advised to call when the issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.